Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review could not be completed because the pump serial number was not provided. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump had an unknown issue. They stated that they were unsure what the issue was, but that they were unsure if they pump had alarmed. Mmdg followed up with the initial reporter who stated that they had no further information regarding the complaint. (B)(4).